Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2009 and a mesh was implanted. It was also reported that the patient had bs ¿ pinnacle implanted. No clarifying information provided. It is further reported that the patient experienced pain, erosion of internal bodily tissue and other injuries following the procedure. It was further reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information provided at this time.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure (B)(6) 2009 and a mesh was implanted, concurrently with a due to pop. It was reported that following insertion the patient experienced, urinary/bowel problems, dyspareunia, neuromuscular problems, blood in kidneys and bladder. No additional information was provided.